Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 301031 and lot number 0302602. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows four syringes with no packaging blister. The syringes either have the scale marking missing or a skewed partial scale print. It could be possible for the scale marking issue defects to occur if the ink was not flowing properly. The skewed scale marking could be from the same probable root cause, but could also occur when there is a jam in the printing process. Though when a jam occurs the scale marking is usually fully printed and skewed. In order to help alleviate these defects a new ink viscometer was implemented to improve the consistency of ink flow and has shown a reduction in the problems detected internally. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Additional further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd luer-lok¿ syringes were missing their scale markings, and 2 syringes had damaged scale print. The following information was provided by the initial reporter: "we have opened 5 packs with the same lot number and the 20cc syringes are either missing the measurements on the tubing or the print is damaged and printed half on, half off of the syringe."